Manufacturer narrative:
On september 9 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 8, 2020, the product investigation was completed. Device investigation summary: during the visual evaluation of the device, two (2) tears (a and b) were observed on the anterior view; tear b extended to the posterior view and measured 2.5 cm. Microscopic examination was performed in tear a and the cause of the deflation could not be identified. On the other hand, microscopic examination in the tear b edges revealed parallel striations that are consistent with markings made by a sharp instrument perforating silicone material. For the tear a, the causes of deflation of saline implants include but are not limited to the following events: crease fold failure, intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma such as that which can occur during vigorous exercise, athletics, etc. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: deflation. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female underwent primary breast augmentation with 325cc saline mentor smooth round moderate profile breast implants and experienced deflation on the right side postoperatively. As a result, the patient underwent device removal and replacement with 475cc saline mentor smooth round moderate profile breast implants, catalog number 3501680, serial numbers (B)(4) on the right side and (B)(4) on the left side on (B)(6) 2020.